Event description:
The event is reported as: complaint alleges: during the procedure, the physician attempted to anchor the suture laterally to the iliococcygeus muscle and as he tried to pass the needle, account reported that the needle forced through the gap of the head of the capio. Due to the malfunction, the capio could not be fired to pass the needle through the muscle. The account removed the device from the patient. No patient injury reported. Patient current condition is fine.

Manufacturer narrative:
Sample was not received by the manufacturer in time for this report. Investigation is incomplete at this time.